Event description:
It was reported intermittent occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support instructed the caller to perform several steps to address the occlusion alarm, including disconnecting tubing, tightening t: lock, delivering boluses, and loading a new cartridge. However, the customer reverted to manual dose injection.